Event description:
A surgeon reported vacuum loss during surgery forcing to try the procedure 2-3 times. No pt harm was reported. Add'l info has been requested, but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested, but not received to date. (B)(4).